Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/11/2024, it was reported by a sales representative via (B)(4) that (2) 5033-100 capturing rods tips broke off in the 5046-100 capturing rod nut. This occurred during an aos troch nail while inserting the lag screw for the torch nail, the tip broke off with the nut that screws onto the back of the tool. The surgeon was able to remove everything safely with no harm to the patient.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged 5046-100 serial/batch number (B)(6) was received for investigation. Upon visual inspection, it was determined that the hex thread on the returned capturing rod nut had become detached. No functional testing was performed due to the damaged to the device. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.